Manufacturer narrative:
Article citation: "pseudo-double xen: a complication of xen45 stent placement technique." Drury, brett; au, leon. Published in the clinical & experimental ophthalmology, vol. 46, no. 7, 2018, pp. 818¿819. The reported events of high intraocular pressure, fibrosis, and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional information cannot be requested as there is no contact information in the article. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Reported events of intraoperative breakage, flat bleb, high intraocular pressure and gel stent blockage due to fibrosis in the right eye were noted in the article "pseudo-double xen: a complication of xen45 stent placement technique." Published in the clinical & experimental ophthalmology, vol. 46, no. 7, 2018, pp. 818¿819. Device remains implanted.